Manufacturer narrative:
Product analysis: product ID#: 3555-60. Analysis identified that the carrier was broken. Analysis found stress marks where the carrier broke. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device used for off label indication. The indication the device was used for was deep brain stimulation implant. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturing representative about a patient with an implantable neurostimulator (ins) for unknown indications for use. It was reported that during the implantation of the patient's ins the tunneling tool broken in the patient somewhere. The issue was not caused by any external or environmental factors, it was reported to have occurred through normal use. Examination of the patient's post implant echograph and CT scan determined where the plastic was while the patient was still under anesthesia. After the plastic was detected the patient was taken back into the or and the piece of plastic was surgically removed. The patient was never woken up from anesthesia. The issue was resolved. There were no symptoms reported. No further complications were reported or anticipated. (B)(6).

Manufacturer narrative:
Correction to the previous report of off label use. It cannot be confirmed if the device was used for an off label indication. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction to fdc code. Fdc 77 replaces previous codes of type. If information is provided in the future, a supplemental report will be issued.